Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) adverse incident report (B)(6); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo was implanted during a transobturator tape sling procedure performed in (B)(6) 2017. According to the complainant, six weeks after the procedure, the patient experienced erosion on the right side. It was reported that the patient underwent another surgery to over-sew the exposed mesh. However, subsequently, the mesh erosion recurred and the patient also experienced pain on the right groin as a new symptom. The patient was then referred to another hospital for further management. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.